Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined.¿